Manufacturer narrative:
Following the information provided the power cord plug melted while arjo service technician connected the pump to the electrical supply, during testing in the arjo service center. There was no patient involvement. No injury was sustained. Several plugs have been returned from the market for further evaluation by the manufacturer. The manufacturer conducted a series of tests to investigate the issue of melted power cord plugs. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted, and from that perspective was involved in the event. The product was not used for treatment when the event occured. The complaint was assessed as reportable due to melted power cord. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. The product was returned to the manufacturer for further evaluation. Additional information will be provided after receiving the results of the testing.

Manufacturer narrative:
The testing to address the root cause of the complaint is currently on going. The analysis of the supplier production processes is also in progress. A final conclusion will be reached upon the completion of the manufacturer¿s analysis.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
Following the information provided the power cord plug melted while arjo service technician connected the pump to the electrical supply, during testing in the arjo service center. There was no patient involvement. No injury was sustained.